Event description:
This device was being explanted and it failed to capture when removed from the body. It had been programmed bipolar with lead check disabled during procedure. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.